Event description:
The customer reported two false positive results with the ID now covid-19 assay with two separate patients on (B)(6) 2022. This report is for patient two (2) of two (2). The patient tested positive with the ID now covid-19 assay on (B)(6) 2022. Pcr confirmation testing was performed (B)(6) 2022 which generated a negative result (platform and CT value unknown). The customer reported that the patient was asymptomatic at the time of testing. No additional information including patient outcome was provided.

Manufacturer narrative:
G4: similar product to 190-000 h4. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087297 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1087297 and test base part number 190-430 / lot 1087297. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087297 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : single use device, discarded.

Manufacturer narrative:
Similar product to 190-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two false positive results with the ID now covid-19 assay with two separate patients on (B)(6) 2022. This report is for patient two (2) of two (2). The patient tested positive with the ID now covid-19 assay on (B)(6) 2022. Pcr confirmation testing was performed (B)(6) 2022 which generated a negative result (platform and CT value unknown). The customer reported that the patient was asymptomatic at the time of testing. No additional information including patient outcome was provided.